Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2013. Based on technical intervention, the root cause of the reported event was a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Event description:
Livanova received a report that, during the water was not circulating the control panel wasn¿t responding in a 3t heater cooler and there were no error codes being displayed during a procedure. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device and the processor board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.